Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed the issue and arranged for a pump replacement while advising the customer on interim management using multiple daily injections (mdi). They provided instructions for putting the current pump into storage mode and confirmed the shipping address for the replacement, which did not require a signature. The customer was informed about the steps for using the replacement pump upon arrival and agreed to return the defective pump using the provided return box and label within 10 days.